Manufacturer narrative:
Concomitant medical products: logic tibia ps mod insrt sz 2 11mm (cat# 02-012-35-2011 / (B)(4)). Lgc tibial fit tray cem sz 2f / 2t (cat# 02-012-45-2020 / serial# (B)(4)). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Fluted stem extension 25l x 14 mm (cat# 204-34-02 / serial# (B)(4)). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post left side tka, this (B)(6) y/o female patient had a revision due to osteolysis.

Manufacturer narrative:
(H3) the revision reported was likely the result of osteolysis possibly related to wear of the tibial insert, which allowed for the femoral component and tibial tray to loosen from the bone. However, this cannot be confirmed because wear of the tibial insert was not reported, no images of the revised components were provided, and the devices were not returned to exactech for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the event of "loosening¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Section d1: brand name section d4: model number, catalog number, serial number, expiration date, unique identifier (UDI)#. Section d10: concomitant medical products. Section h4: device manufacture date. Section d10: concomitant medical products: logic tibia ps mod insrt sz 2.5 9mm (cat#: 02-012-35-2509 / serial#: (B)(6). Lgc tibial fit tray cem sz 2.5f / 2.5t (cat#: 02-012-45-2525 / serial#: (B)(6). Three peg patella 32mm (cat#: 200-02-32 / serial#: (B)(6).